Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that the high shock impedance measurements were an ongoing issue. Maneuvers were performed and nothing was provoked. There was a shock impedance measurement of 0 ohms. This last measurement at 0 ohms could be related to measurement saturation related to some external electromagnetic interference noise as some noisy measurements have also been observed. The patient works with welding and it was confirmed that all episodes with noise occurred during the patient's working hours. It was indicated the patient would continue to be monitored appropriately. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. No adverse patient effects were reported.